Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs/ perforation (uterus)/ malposition and migration of essure device location of device: uterus and the left one moved from where it was placed and uterus") and device dislocation ("my right one moved from where it was placed") in a 40-year-old female patient who had essure (batch no. 846827) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian pain. Previously administered products included for birth control: depo provera. Concurrent conditions included obesity. In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), alopecia ("hair loss"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder or problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dental caries ("dental problems: I started getting cavities"), hypoaesthesia ("neurological conditions or problems type: numbing of arms and hands/ numbness"), dysgeusia ("metal tasting on mouth"), tooth fracture ("two of my molars broke"), toothache ("my teeth began hurting") and paraesthesia ("tingling on my right arm and hand then went to my left side") and was found to have weight increased ("weight gain"). On (B)(6)2011, the patient had essure inserted. On (B)(6)2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, 5 years 3 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had da vinci assisted laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)-2016. At the time of the report, the uterine perforation, device dislocation, vaginal haemorrhage, menorrhagia, urinary tract infection, weight increased, alopecia, fatigue, bladder disorder, urinary tract disorder, migraine, dysgeusia and paraesthesia outcome was unknown, the dysmenorrhoea, headache and nausea had resolved and the dental caries, hypoaesthesia, tooth fracture and toothache was resolving. The reporter considered alopecia, bladder disorder, dental caries, device dislocation, dysgeusia, dysmenorrhoea, fatigue, headache, hypoaesthesia, menorrhagia, migraine, nausea, paraesthesia, tooth fracture, toothache, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Hysterosalpingogram - on (B)(6)2011: results: total bilateral occlusion. Current weight was 210 lbs. Most recent follow-up information incorporated above includes: on (B)(6)2018: event - "my right one moved from where it was placed" added, previously reported events- "headaches, nausea, dysmenorrhea (cramping)" outcome updated to "recovered / resolved" and events- "two of my molars broke , my teeth began hurting, dental problems: I started getting cavities, neurological conditions or problems type: numbing of arms and hands/ numbness" outcome updated to "recovering / resolving" from pfs. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs/ perforation (uterus)/ malposition and migration of essure device location of device: uterus and the left one moved from where it was placed and uterus") in a 40-year-old female patient who had essure (batch no. 846827) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian pain. Previously administered products included for birth control: depo provera. Concurrent conditions included obesity. In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), weight increased ("weight gain"), alopecia ("hair loss"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder or problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dental caries ("dental problems: I started getting cavities"), hypoaesthesia ("neurological conditions or problems type: numbing of arms and hands/ numbness"), dysgeusia ("metal tasting on mouth"), tooth fracture ("two of my molars broke"), toothache ("my teeth began hurting") and paraesthesia ("tingling on my right arm and hand then went to my left side"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2016, 5 years 3 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (she had da vinci assisted laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, urinary tract infection, weight increased, alopecia, fatigue, dysmenorrhoea, bladder disorder, urinary tract disorder, migraine, headache, nausea, dental caries, hypoaesthesia, dysgeusia, tooth fracture, toothache and paraesthesia outcome was unknown. The reporter considered alopecia, bladder disorder, dental caries, dysgeusia, dysmenorrhoea, fatigue, headache, hypoaesthesia, menorrhagia, migraine, nausea, paraesthesia, tooth fracture, toothache, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Current weight was 210 lbs. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added. Patient demographics added. Historical drug and concomitant disease was added. Updated suspect drug indication and lot number. Added events abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: uti , bladder or urinary problems or changes , migraines / headaches , nausea , dental problems: I started getting cavities, neurological conditions or problems type: numbing of arms and hands , dysmenorrhea (cramping) , fatigue, weight gain , hair loss, metal tasting on mouth, two of my molars broke and tingling on my right arm and hand then went to my left side. Updated events onset dates. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.